Event description:
As reported by the edwards clinical specialist, during the transcatheter aortic valve replacement (tavr) there was difficulty encountered when the 22fr sheath was being removed from the right iliac artery; the sheath would not slide out of the vessel. The sheath was eventually removed from the patient rupturing the vessel and a 10mm x 10cm gore viabahn endoprosthesis was inserted in the right iliac artery. The patient recovered without incident. Per the report received, the sheath insertion was achieved without issue. The procedure went as planned with optimal valve placement. Additional information received from the edwards clinical specialist indicates this patient was successfully discharged from the tavr procedure. The minimum luminal diameter of the access vessel and at the location of the injury was 7mm. The vessel was mildly calcified and mildly tortuous. There was nothing abnormal noticed while inspecting the device prior to use. There was no difficulty encountered during insertion or removal of dilators or during insertion of the sheath. The sheath did not malfunction. A closure device was used without any complications.

Manufacturer narrative:
According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. The edwards thv patient screening and training manuals instructs the operator on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manuals instruct the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The manuals also note that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU also contraindicate the use of the device in patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths, such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the thv valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. Furthermore, the transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. However, despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. The minimum lumen diameter for the rf3 (22fr) sheath is 7mm. In this case, there was a borderline minimum luminal diameter for the vessel (7.0mm), mild calcification, and mild tortuosity. It is likely that patient vessel factors along with procedural considerations contributed to the reported event.

Manufacturer narrative:
Review of complaint history from (B)(4) 2011 to (B)(4) 2012 for the retroflex3 sheath revealed four (4) similar complaints.

Manufacturer narrative:
The 22fr retroflex3 introducer sheath set was returned to edwards for evaluation in a used condition. Visual inspection revealed a compressed portion of the sheath at the distal portion. Additional information received from the clinical specialist indicated that this compression was noted upon removal of the sheath from the patient. Other than this condition, visual inspection of the shaft surface did not reveal any sharp edges. A small kink was observed near the hub. This minor kink likely occurred while the physician attempted to remove the device. Dimensional measurements of the inner and outer diameters of the sheath and of the wall thickness of the sheath were taken and found within specifications. The device history record (DHR) review of the effected sheath shows the device met specifications prior to distribution of device. Review of complaint history from (B)(4) 2011 to (B)(4) 2012 for the retroflex3 sheath revealed three (2) four (4) similar complaints. None of the devices for these complaints were returned for evaluation, but available history suggests that patient and procedural factors were the likely cause of these complaints. Review of complaint history for the month of (B)(4) 2012 revealed that the occurrence rate does not exceed the control limits for this failure mode. The instructions for use and training manual for the retroflex3 sheath were reviewed. The training manual provides procedural considerations if user experiences inability to remove the sheath. It states to not use force when retrieving and recommends proceeding with surgical removal. No IFU/training deficiencies were identified. Fmea assessment revealed that relevant fmeas adequately capture the failure mode from the complaint description. Per the fmea user error (such as improper dilation or improper vessel characteristic assessment) or clotting around the outer diameter may cause the sheath to become stuck in the vessel during retrieval. Upon retrieval, this can further cause a puncture or tear of the femoral vessel leading to hematoma, blood loss, surgical repair or other intervention. These failure modes all have a major severity of 3. In this case the complaint was confirmed given that the patient was treated for the adverse event of the iliac artery dissection, but engineering evaluation revealed no manufacturing non-conformities in the returned device. Visual inspection did not reveal any sharp edges that could have contributed to vessel dissection and all dimensional measurements met specification. It is possible that patient vessel calcification (not appreciable on imagery) contributed or caused the damage to the sheath. This would explain the difficulties retrieving the sheath as well as the dissection that occurred. It is not known at this time whether the vascular complication occurred during insertion or extraction of the sheath. The complaint description states that there was no difficulty during insertion, which leads to speculation that the vascular complication occurred during the removal of the sheath. Per training manual, the minimum vessel diameter for use of the rf3 (22fr) sheath is 7mm. In this case, there was a borderline minimum luminal diameter for the vessel (7.0mm), mild calcification, and mild tortuosity. The combination of calcification and a borderline vessel diameter is the most likely contributor to both the damage seen on the sheath shaft and the vessel dissection reported. No available information collected during the evaluation of the returned device supports the possibility of a manufacturing nonconformance contributing to the complaint. Due to no manufacturing non-conformances identified in the product evaluation, no corrective or preventive actions are required